Manufacturer narrative:
Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon noticed on opening the implant that the plastic bag wrapping the implant had no vacuum and was worried about sterility and opened another similar implant which did have vacuum and assessing suitability for use and getting another implant

Event description:
It was reported that the surgeon noticed on opening the implant that the plastic bag wrapping the implant had no vacuum and was worried about sterility and opened another similar implant which did have vacuum and assessing suitability for use and getting another implant.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. A review of the complaint database has found no similar complaints reported with this item number/lot number combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.